Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2017 due to a capture anomaly. The patient did extremely well during and after the procedure. The patient was discharged the day after implant after post operation check.